Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during a meniscal repair the truespan 0 degree peek fired the first implant but the second implant was not able to be fired, at least 2 or 3 attempts were made and than the device had to be changed. The same issue occurred with the truespan 12 degree peek and again the device had to be changed. The third device was able to work fine. As per the surgeon the implant was not used at an incorrect angle. No patient consequence has been reported, however there was a 10 minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the complaint device was received and evaluated. The device was returned with no suture and implants attached. The silicone sleeve was intact with no anomalies identified. The pusher rod was evaluated, via functional testing the trigger was pulled. A click was heard, indicating the pusher rod by itself was functional. The needle was found to be deformed/bent upwards. This complaint cannot be confirmed. However, it is possible that since the needle was bent, this could have cause the second implant not to deploy. Furthermore, a manufacturing record evaluation was performed for the finished device lot/serial number (B)(6), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.